Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02921). This MDR resubmission now reflects the correct product registration number. The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken/damaged- 09/26/2019 08:41:38 rfc_repairs (rfc_repairs) factory recall fr110 lvp bezel post recall r093-r098.

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
Broken/damaged- (B)(6) 2019 08:41:38 rfc_repairs (rfc_repairs) factory recall fr110 lvp bezel post recall r093-r098.